Event description:
It was reported that, "the 9 french cs peel-away sheath to try to deploy an ICD coil into the azygous vein in a patient with elevated defibrillation thresholds. During the procedure, the end of this sheath seemed to disintegrate, with a ring of distal sheath breaking off (at the level of the fluoroscopic marker), and embolizing into the lung. Attempts to retrieve the fragment were unsuccessful and a localized pulmonary infarction is resulting. Do not believe that inordinate stress was placed on the end of the sheath during the procedure (and even if so, would not have expected a sheath to fail in the fashion that this one did, with a circumferential break in the sheath and complete avulsion of the tip)." The sample was discarded and not returned for evaluation.

Manufacturer narrative:
The sample was not returned for evaluation, as it was reported that it was discarded. The DHR for the lot was reviewed, and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.